Event description:
It was reported that the system had a communication failure error. This error may result in a system lock up, no boot or shut down situation depending on when the loss of communication occurred. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply voltage was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.